Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that noise leading to several inappropriate shocks were observed on the right ventricular (rv) lead. The patient experienced discomfort and presented at the hospital due to the many shocks and the rv lead was programmed off. The patient received a life vest while pending rv lead replacement. Noise and oversensing was also observed on the right atrial (ra) lead. The patient was pending a procedure to replace the ra and rv leads. The patient was stable following programming changes.